Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced no lock prior to revision surgery. The recipient's device activation went well. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was lost and will not return to advanced bionics for analysis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.